Manufacturer narrative:
Customer indicated that the device could be from any of the following product codes: 3063, 3060 (lot 3566474), 3065 (lot 3564845), 3067, 3066, 3048 (lot 3449060)

Event description:
Information was received indicating that this peripheral intravenous catheter was dull and that it dragged on insertion and threading. No adverse patient effects were reported.

Manufacturer narrative:
One unused peripheral intravenous catheter deployment chasis was returned for analysis. Examination of the returned device via microscopy did not detect any abnormal conditions that would be associated with difficult to advance description. Form in place gasket adhesive as well as housing\needle adhesive were normal. Locking window and locking fingers were also normal. The device would advance and retract via gravity with no hesitation of drag. Based on the evidence, the complaint was unable to be confirmed.